Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy on the homechoice (hc). The patient was not hospitalized prior to death and passed away at home while sleeping. Peritoneal dialysis therapy was being performed with a hc device and a baxter solution at the time of death, and the patient was connected to the homechoice device at the time of death. The patient did not experience peritonitis prior to passing away. The cause of death was uknown. A death certificate was not available and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date was april 2013. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. During evaluation, no failure, or malfunction was identified that could have caused or contributed to the event. There were multiple instances of increased intraperitoneal volumes events identified through the evaluation; the last iipv event occurred more than twenty-four hours prior to the patient¿s death. Should additional relevant information become available, a supplemental report will be submitted.